Event description:
It was reported that the texium cml w/cap, OEM bulk non-sterile had polycarbonate foreign matter in it. The following information was provided by the initial reporter: the foreign matter was identified as polycarbonate and the size is approximately 2 mm. They asked to have a reply back to them by 24november. I informed them this is not possible, and that we require the needed information in order to present the manufacturing site with proper data in which to perform the investigation.

Manufacturer narrative:
H.6. Investigation: a 11457691 sample was not available for investigation of this feedback; however the customer provided a photograph of the reported contaminant; analysis of the photograph confirmed the matter was likely to be plastic in nature. Analysis of the manufacturing process did not identify a definitive source which could have contributed to contamination of this nature and a definitive root cause could not be determined. A lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.

Manufacturer narrative:
Correction: the awareness date was initially entered incorrectly, and the following fields have been updated: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-11-19.

Event description:
It was reported that the texium cml w/cap, OEM bulk non-sterile had polycarbonate foreign matter in it. The following information was provided by the initial reporter: the foreign matter was identified as polycarbonate and the size is approximately 2 mm. They asked to have a reply back to them by (B)(6). I informed them this is not possible, and that we require the needed information in order to present the manufacturing site with proper data in which to perform the investigation.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A 11457691 sample was not available for investigation of this feedback; however the customer provided a photograph of the foreign matter found with the affected sample; analysis of the photograph confirmed the matter was likely residual plastic. No further information was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the observed plastic matter; however it is possible a member of the clean room staff did not correctly follow the clean room procedures due to human error. Please note that the 11457691 device are manufactured in an iso standard clean room which is under a positive pressure to push dust and particles out of the manufacturing area. The workers wear protective clothes including headwear and the clean room area is regularly cleaned according to a cleaning plan. In addition to this, final products are subjected to visual inspections for such events. Although this is considered to be a rare occurrence, the production area was notified of this feedback and will continue to monitor this issue for future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 11457691 product in the past 12 months.

Event description:
It was reported that the texium cml w/cap, OEM bulk non-sterile had polycarbonate foreign matter in it. The foreign matter was identified as polycarbonate and the size is approximately 2 mm. They asked to have a reply back to them by 24november. I informed them this is not possible, and that we require the needed information in order to present the manufacturing site with proper data in which to perform the investigation.